Event description:
It was reported that the patient experienced a burning sensation and stimulation in the wrong location. It was noted that the patient "felt a one-time burning event at the implantable neurostimulator (ins)." It was noted that "this went away after 3 hours while the patient was sleeping." It was noted that there were no problems at the time of the report. It was noted that the patient "twisted and stated that the stimulation felt different since then." It was noted that the patient's stimulation "was intercostal and was no longer there." It was noted that reprogramming was attempted, but was not successful. It was noted that the impedances on the device "looked fine" and a power on reset (por) condition was seen at the appointment. It was noted that the por was cleared. It was noted that the patient had a scheduled physician's appointment. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Follow up reported the patient had submitted a workman's compensation for the replacement but it 'may take a while for approval.'

Event description:
Additional information indicated that "the patient was being set up for lead and neurostimulator revision/replacement." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4). Product type: lead: product ID 3778-60, serial# (B)(4). Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).